Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issues. Physio-control replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with the display of their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy when the shock button was pressed. Physio also observed that the device intermittently rebooted itself. There was no patient use associated with the reported event.